Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which led to inappropriate device mode switching. The ra lead also exhibited some undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.